Manufacturer narrative:
The manufacturer originally reported that a ventilator's lcd screen was blank and the device's lcd screen was replaced to address the issue. The device's backlight cable was also replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank during use and was not viewable. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.